Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2024, a 6-4mm amplatzer duct occluder was selected for an implant using a 6f amplatzer torqvue delivery system. When loading, the physician notice that the disc enters the sheath in an unusual way. When positioning the device, it came out in a cobra shape and never took the correct final position. The physician recharge the device but it never returned to its usual shape. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. He changed the device, the new one charges and deploys in the usual way. Patient stable after the procedure. Increase of the duration of the procedure due to this change of device but no consequences for the patient. Patient information cannot be provided due to personal data privacy policy.